Event description:
As reported per the edwards field clinical specialist (fcs), following a transfemoral valve placement, it was noted that the patient was only moving his left side. This was noted after the patient was extubated on the table and moved over to his bed. He was very agitated as he was waking up. His respirations became labored and he was reintubated due to respiratory distress. He was taken to the ICU for observation and subsequently to radiology for a head CT. Per the physician the scan was negative, which does not necessarily rule out a cerebral event in the short term. One day post procedure the patient was in the ICU, extubated and confused. He was still not moving his right side but the plan was to give him time. Per report, the procedure was a successful placement of a 26 mm sapien via the transfemoral route. No hemodynamic issues were noted during the procedure and the procedure itself was routine. Additional follow-up reveals a stroke was confirmed and the patient was moved to a rehab facility three days post procedure. He is regaining some movement on the right side but is aphasic.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause of the stroke is unknown. However, the patient¿s age ((B)(6)) and the procedure itself could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.